Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2010. On the (B)(6) 2010 the device failed a self-test due to a low battery. A fresh pad-pak was installed on the (B)(6) 2010 and passed a self-test. The device performed successful self-tests due to a low battery up to the (B)(6) 2015. Ten minute time outs were recorded during this time. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low battery fail may be due to a partially depleted pad-pak or the pad-pak may not have been correctly installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.